Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted imaging was difficult throughout the procedure. A steerable guide catheter (sgc) (30907r1049) and ntw clip (30228r1081) were inserted, however, the clip was unable to grasp both leaflets. Therefore, the clip was removed, and the procedure was discontinued. However, it was difficult to retract the clip delivery system (cds) into the sgc. After the physician forcefully pulled the cds into the sgc, the cds was then able to be retracted into the sg. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unable to grasp leaflets was due to procedural circumstances. The reported difficult imaging was due to patient anatomy. The cause of the reported difficult to remove (cds/sgc) and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted imaging was difficult throughout the procedure. A steerable guide catheter (sgc) (30907r1049) and an ntw clip (30228r1081) were inserted, however, the clip was unable to grasp both leaflets. Therefore, the clip was removed, and the procedure was discontinued. However, it was difficult to retract the clip delivery system (cds) into the sgc. After the physician forcefully pulled the cds into the sgc, the cds was then able to be retracted into the sgc. It was noted a new torn chord of the posterior leaflet was observed. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. Subsequent to the initially filed report, additional information was received stating on (B)(6) 2024, the following day, an additional mitraclip procedure was performed. One clip was implanted, reducing mr to a grade of 3.